Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted and the full helix extension was measures within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during a remote follow up, inadequate capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement of the ra lead was observed. The physician suspected the dislodgement was due to lack of slack. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.